Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (value not provided) resulting in a loss of consciousness. Reportedly, the customer is a ¿brittle diabetic¿, and working with a health care professional on adjusting pump profile settings. Paramedics were called and customer was treated with glucagon.